Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened ( act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised forced sensor system and excessive no delivery test or verify communication anomaly due to buttons not responding.

Event description:
It was reported that the insulin pump had weak signal and missing sensor alarms received frequently. The customer¿s blood glucose was unknown at the time of incident. Customer claims her transmitter has been replaced several sensors used and even pump has been replaced. The insulin pump will be returned for analysis.